Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h8. The reported event was confirmed by a review of pictures. Visual examination of the provided pictures identified that the device was fractured and covered in bio-debris. No further evaluation could be made with the provided pictures. The device history record was reviewed, and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) the customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial procedure, the reamer guide fractured. The correct surgical technique was used, and no complications, injuries, or surgical interventions were required; no foreign bodies were retained as a result of this malfunction. Attempts have been made, and no further information has been provided.